Manufacturer narrative:
B5- additional information: cause-"either the lens or staar injector did not perform as expected. I have implanted many other icls in the past including an icl in the opposite eye of this patient without difficulty." Claim# (B)(4).

Event description:
Lens flipped. Reportedly, the patient needed corneal transplant and cataract surgery. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Sex, age, weight, ethnicity, race: unk. Date of event: unk. Common device name: product code: unk; esubmitter software does not allow for blank or unk entry. Expiration date, implant date: unk. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).